Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine check, poor sensing and low r-waves were observed. The lead was replaced successfully and the patient was well both during and after the procedure.